Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center serial digital output was out and caused an intermittent image. This issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was reproduced. Based on the results of the investigation, the suggested event was likely to have occurred because the connection of serial digital interface-1 was loose. However, a definitive root cause could not be identified. The event can be prevented by following the instructions for use which state: instructions evis exera iii video system center/olympus cv-190 ·chapter 4 function setup. Olympus will continue to monitor field performance for this device.